Manufacturer narrative:
Manufacturer report number(s) are 3003742446-2010-00060 and 3003742446-2010-00061. A patient initially enrolled in the (B)(4) study had increased cardiac enzymes post implantation of two cypher stents and twelve days later was diagnosed with a myocardial infarction. Past medical history that may have increased this patient's risk for mace includes previous pci (non-target vessel), family history of coronary artery disease, hypertension and diabetes mellitus (type ii). Pci was performed in a 75% stenosed lesion, 35mm in length in a 2.5mm vessel reference diameter in the proximal right coronary artery (rca). The lesion was pre-dilated before a 2.5 x 28mm cypher was implanted followed by a 2.5 x 13mm cypher implanted proximally. Timi iii flow was maintained. An unknown cordis sheath was used to access the femoral site and a closure device was used after sheath removal. During the procedure the patient's cardiac enzymes were reported to be elevated. The patient was discharged from the hospital the next day in stable condition. Approximately nine days post index procedure, the patient had infection and pain at insertion site with intractable back pain and a mass/cyst in the right kidney. Approximately twelve days post index procedure, the patient was hospitalized for aortic valve replacement due to endocarditis and possible bypass surgery, however only valve replacement was performed. A myocardial infarction was reported at this time, however the relationship to the cypher stents is unknown as there was no revascularization performed. Multiple attempts were made to clarify this event without success. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) combined with the patient's complex medical status may have contributed to the elevated enzyme levels reported during the index procedure. The infection reported in the puncture site after cordis sheath use may be related to procedural aseptic technique used during the procedure and appropriate care provided after removal of the product from the patient. Myocardial infarction is a known potential adverse event associated with stent implantation procedures. However, based on the information available, it is not known if there is a clinical relationship between the myocardial infarction reported at the time of the valve replacement surgery and the cypher stents implanted during the index procedure.

Event description:
(B) (4) crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and lead system expired. The cause of death was not device related. However, the patient was being treated for an infection on one of the leads. The clinician was not able to confirm which lead was involved. It was believed that the device and leads were buried with the patient. No products have been returned.

Manufacturer narrative:
Medications- (B) (6) 2010: bivalirudin, (B) (6) 2010: aspirin and clopidogrel). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products involved with the reported event. The associated manufacturer report number(s) are 3003742446-2010-00060 and 3003742446-2010-00061.

Event description:
A patient initially enrolled in the (B) (6) study had increased cardiac enzymes during the index procedure. Approximately eight days post index procedure the patient experienced septicimia. Approximately nine days post index procedure, the patient had infection and pain at insertion site with intractable back pain, and a mass/cyst in the right kidney. Approximately twelve days post index procedure the patient had revascularization performed due to a myocardial infarction, and also reported that they had staph aureus bacteremia with osteomyelitis for coronary artery bypass graft (CABG) for aortic valve replacement/endocarditis and grafts. Approximately two weeks prior to the index procedure, the patient had a percutaneous coronary intervention (pci). During the index procedure the patient has 75% stenosis of the proximal right coronary artery (rca). The lesion was described as 35mm in length and was de novo. The reference vessel was 2.5mm in diameter. Prior to stent implantation, pre-dilation was performed with a non-cordis balloon. A 2.5 x 28 cypher rx stent was then implanted at the target lesion at 10atm and post-dilated. To fully cover the lesion a second 2.5 x 13 cypher rx stent was then implanted proximal to the first stent at 12atm and post-dilated. Pre and post procedure timi flow was 3. During the procedure, the patient¿s cardiac enzymes were elevated. The patient was discharged from the hospital the next day without any adverse events. A 6f cordis sheath was used during the index procedure with a closure device used post procedure.